Manufacturer narrative:
Correction: on initial MDR the field "reporter also sent to FDA" should have been "no" instead of blank. The account indicated the use of a qualified associated cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation the iol was broken. It was removed and replaced with another lens in an initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).